Event description:
It was reported, the colonovideoscope. Has the tip of the cleaning brush was lost inside the scope. The issue occurred, during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: b5, d8 and d10. Additional information added to field h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's complaint of the tip of the cleaning brush was lost inside the scope was not confirmed. Based on the results of the investigation, a definitive root cause of the event could not be identified. The instruction manual states the inspection method associated with the event in "instructions for evis lucera gif/cf/pcf/sif type 260 series reporcessing manual chapter 3, ¿cleaning, disinfection, and sterilization procedures¿ section 3.1, ¿required reprocessing equipment" including the cleaning brush which are required for reprocessing. Olympus will continue to monitor field performance for this device.